Event description:
The customer reported a clear fluid leak inside the diluter of the coulter lh 780 hematology analyzer. The customer indicated that approximately 40 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse reported that the customer had repaired the instrument and resolved the leak prior to his arrival. The fse stated that the diluent input tubing to pressurized manifold mf4 had become disconnected at the check valve cv25-b. The customer proceeded to reattach the loose tubing to resolve the leak. (B)(4).